Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The company service rep performed troubleshooting and verified aspiration and irrigation sensor calibrations all operated properly. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).

Event description:
A nurse reported the system was not aspirating during a cataract with intraocular lens implant procedure. The procedure was able to be completed with the same system following a 1 1/2 hour delay. There was no harm to the pt.